Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope one day post implant. It was also reported that the right ventricular (rv) lead had high thresholds and dislodged. The lead repositioned and remains in use. No further patient complications have been reported as a result of this event.